Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the reporter three days later, and obtained the following information: the patient' s mother reported that on the evening of 2009, the patient obtained a blood glucose reading of "377 mg/dl", with the subject meter. The reporter claimed that the patient was feeling fine at the time of the reading; however, took 2 units of novolog insulin as a result of the reading. Within 30 minutes of administering the insulin, the reporter stated that the patient told her that he was feeling "low". The reporter did not recall if the patient exhibited physical symptoms. At the onset of the symptoms, the patient's mother claimed that the patient tested with the subject meter and obtained a reading of "55 mg/dl" and she immediately treated him with food and drink. Approximately 1/2 hour after receiving treatment, the reporter stated that the patient obtained blood glucose reading of "140 mg/dl" with the subject meter and "80 mg/dl" on another device (one touch ultramini), performed within a minute of each other. Based on statistical methodology, the calculated difference of these results exceeds the expected value of <=30 mg/dl. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.